Event description:
This is filed to report unintended movement. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted leaflet, enlarged atrium, and enlarged ventricle. A mitraclip xtw (20829a1089) was used, but the clip opened while establishing final arm angle (efaa). It was noted that the clip had settled too much during efaa. Troubleshooting was performed but was not successful. The clip was removed from the patient. A mitraclip xtw (30104r2069) was then used and independent grasping was utilized, but there was loss of leaflet capture. The clip was able to successfully grasp both leaflets and was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2023, transthoracic echocardiogram (tte) was performed and revealed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2023, a secondary mitraclip procedure was performed to stabilize the slda clip and recurrent mr with grade 4. One clip was implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip xtw device referenced in b5 is filed under separate medwatch report number.